Event description:
It was reported that the stent foreshortened upon placement in the sfa. A second stent was deployed to complete treatment of the lesion. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The record review revealed that the shelf life of device was exceeded at the time of the procedure. The stent remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.